Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and endometrial ablation ('ablation ((B)(6) 2013)') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient underwent endometrial ablation (seriousness criterion medically significant), 4 years 7 months after insertion of essure. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: "medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff information form received. Previously reported unspecified "medical device removal" was updated to more specified event " device dislocation" and event "endometrial ablation" was added. Reporter was added. On 28-jan-2020: plaintiff information form received. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and endometrial ablation ('ablation ((B)(6)2013)) in a female patient who had essure inserted for female sterilisation. On (B)(6)2009, the patient had essure inserted. On (B)(6)2013, the patient underwent endometrial ablation (seriousness criterion medically significant), 4 years 7 months after insertion of essure. On (B)(6)2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: "medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and endometrial ablation ('ablation (B)(6) 2013, in a 30-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient underwent endometrial ablation (seriousness criterion medically significant), 4 years 7 months after insertion of essure. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: "medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received- reporters added. Case become medically confirmed. Lot number was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and endometrial ablation ('ablation ((B)(6) 2013)') in a 30-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient underwent endometrial ablation (seriousness criterion medically significant), 4 years 7 months after insertion of essure. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: "medical device removal". Lot number:623222, manufacturing date:2009/03, expiration date:2012/03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.